Manufacturer narrative:
Gambro technician dispatched and reported that the acetate and bicarbonate conductivity were out of specification. He calibrated them and the machine was authorized to be returned to service without further problem. As a result of this event the clinic plans to purchase additional hand-held conductivity meters and will perform a conductivity measurement of the final dialysate, at the prescribed conductivity setting, immediately prior to initiating each dialysis treatment to monitor the correct conductivity calibration. The machine has been used clinically, with no further reported conductivity issues. Gambro does not regard the submittal of this report as an admission of repsonsibility for the event.